Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, medical complications occurred. A 3.0x20mm taxus express2 drug eluting stent was implanted in an unknown lesion. No patient injuries or complications occurred. The patient was discharged on aspirin and plavix. After the stent was implanted, the physician noted a high value of transminase activity. Prior to stent placement, the patient had a low hepatic function. Two months after stent placement, the patient's transaminase values were noted to be 300-600 u/l and the patient was taken off plavix, and prescribed pletaal. Eight months after the prescription change, the patient saw a digestive specialist and the physician took the patient off of pletaal. Two months later, the patient's transaminase levels were 65-120 u/l and the patient was taking aspirin only. The physician is unsure if the high level of transaminase activity is due to the use of anti-platelet agent or the placement of the stent. As of the date of this report, the patient continues to report high transaminase levels.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.